Event description:
Additional information was received from the patient representative. They patient rep called back again reporting the patient was still not experiencing the desired therapeutic effect for months. The patient was at a care facility and they hoped to get the therapy working better again. Programmer use and how to increase amplitude was reviewed, per the caller's request. The patient rep increased and stated the patient could feel a little stimulation sensation and they would monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when pt left the hospital it was set at 1.5 and when the pt first got home the device was working but now it is not working, the patient has been having accidents for about a week now. Caller requested assistance to use the external equipment to check the setting. Patient service specialist walked caller through synching with the ins and caller said it was at 1.0 but they expected 1.5, no one used the equipment and the patient did not go to the doctor they do not know how it went from 1.5 to 1.0. Agent reviewed that it is unexpected that the amplitude would change on it's own. Assisted caller to increase stim and caller confirmed pt felt comfortable sensation in their bike seat region. Reviewed to monitor the effect. Offered and sent quick guide to caller and redirected to work with their doctor.